Manufacturer narrative:
Pump received with normal operating currents and passed all functional testing including the restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests however, pump alarmed during the self test due to faulty board. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed failed radio frequency. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.